Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the device would not turn on when plugged into power supply. On june 7, 2017 it was clarified that the issue occurred on (B)(6) 217 during surgery. The reported event was identified immediately upon opening the device, but did not occur during the first-ever use. There was medical intervention and or additional surgical since the surgeon applied wound vac to the surgical site instead of during skin graft. The harvest graft was not usable since the case was cancelled and no graft was taken. The blade was placed properly for use. The dermacarrier was at room temperature. The device has not been repaired by someone other than zimmer biomet. Another device was not used to complete the surgery. There were no adverse events associated with the reported event. There was a 20 minute delay since the surgical technician and surgeon worked on the product fir about 20 minutes. There was no harm to the operator. The surgical technique was used for the product. The device has been at the customer¿s facility for 16 years. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number 2(B)(4) as documented in the repair reports in livelink. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the electric dermatome by zimmer biomet surgical was not performed since the customer did not make a decision to repair the device or not. The device was not returned for evaluation. Repair of the electric dermatome was not performed by zimmer biomet surgical since the customer did not make a decision to repair the device or not. The device was not returned for repair. The reported event ¿the device would not turn on when plugged into power supply¿ was non-verifiable since the device was not evaluated or repaired. The reported event was non-verifiable since the device was not evaluated or repaired. The reported event was non-verifiable since the device was not evaluated or repaired, hence, a root cause cannot be determined. There were no other issues with the device. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device would not turn on when plugged into power supply during surgery. There was a slight delay of 20 minutes. No adverse events were reported as a result of this malfunction.